Manufacturer narrative:
The evaluation of heartmate ii lvas, serial number vad-9173, confirmed a driveline issue that could have contributed to the report of pump stops and low speed events while connected to battery power and the ungrounded patient cable. The patient underwent a pump exchange on 12dec2018 and vad-9173 was returned assembled with the driveline severed approximately 2¿ from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 36.5¿. The distal end of the driveline was reinforced with tongue depressors secured with binder clips. Rescue tape was observed under the tongue depressors from approximately 0.5¿ through 20¿ from the metal connector. Internal metal braided shield breakdown was observed adjacent to the nipple of the pump housing and approximately 8¿ and 11.5¿ from the pump housing. The external portion of the driveline revealed severe metal braided shield breakdown from the metal connector through approximately 8¿ from the metal connector. Further breakdown was observed along the remainder of the driveline, consistent with the duration of use. Upon removal of the metal braided shield, visual inspection of the underlying wires revealed breaches in the insulation of the black, brown, and green wires approximately 5¿ through 5.5¿ from the pump housing; the red and orange wires approximately 8¿ from the pump housing; and the orange and yellow wires approximately 9.5¿ from the pump housing, exposing the inner conductors. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of at least two wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in the reported pump stops and low speed events while connected to battery power and the ungrounded patient cable.the reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device evaluation: additional information: the distal end of the driveline was reinforced with tongue depressors secured with binder clips. Rescue tape was observed under the tongue depressors from approximately 0.5¿ through 20¿ from the metal connector. Several tears in the outer silicone jacket were observed underneath the rescue tape. The bionate appeared free of damage; however, the external portion appeared discolored. A specific cause for these tears could not be conclusively determined through this evaluation.

Event description:
Additional information: it was reported that the patient was treated with inotrope, but not prior to the exchange surgery.

Manufacturer narrative:
Age of device: 7 years, 7 months, 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2011. It was reported that patient had pump stoppages, low speed advisories and low flows on (B)(6) 2018. Patient was hospitalized. Patient had intermittent pump stoppages after splinting the driveline. Patient underwent a pump exchange on (B)(6) 2018 for driveline compromise. Patient was asymptomatic for pump stoppages but was treated with heparin until the exchange. X ray and CT scan were performed and "riveline" was very susceptible to external manipulation causing pump stops (on battery and ungrounded cable). Pump was returned for evaluation.